Manufacturer narrative:
(B)(4). During a follow up with the home patient (hp) regarding the burning smell, the hp explained that during therapy, the hc machine shut-off by itself, and then she started to smell something burning from the hc machine. The hp verified that there was no power failure in her house. The hp did not know a cause of the sudden shut down of the hc cycler. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she has received a different hc cycler since then, and has had no further problems. The hp is doing fine and continuing therapy. No further information was provided.

Manufacturer narrative:
(B)(4). The hc device has been reported to be available for evaluation and has been requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The home choice (hc) device was received for evaluation at the baxter's product analysis lab (pal) inoperative due to no power. Visual inspection revealed the j1 connector on the accomp board exhibiting signs of overheating. The reported issue of burning odor was confirmed by visual inspection. The cause for the burning odor was determined to be an overheated j1 connector on the accomp board. The device's service history record was reviewed and no issues were identified that may have contributed to the burning odor. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report that she smelled something burning and that the power went out on the home choice (hc) machine during drain. The home patient (hp) tried another outlet, but still did not receive any power. The baxter technical service representative (tsr) initiated a swap of the machine. The hp had manual supplies to continue with the therapy that nigth. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report.